Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e103 error could not be identified. However, it¿s likely the cause is related to the use of a third-party/non-olympus lamp. The event can be prevented by following the instructions for use which state: {warning}non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), customer reported the evis exera iii xenon light source had an e103 error (ignition error). Tac instructed advised the customer to change the lamp. The customer changed the lamp to a new third-party lamp and observed that it had no further issues. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had an e103 error (ignition error). There was no patient harm associated with the event.